Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge was filled with 300 units of insulin moments before the alarm occurred. The cartridge was reloaded resolving the issue. Blood glucose level was 109 mg/dl.